Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with spinal cord injury. Approximately thirteen years and seven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and seven months later, computed tomography (CT) revealed that the struts embedded in the inferior vena cava wall extend along their inferior margin approximately 2-3mm into the mesenteric fat. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 10/2008). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with spinal cord injury. Approximately thirteen years and seven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.